Event description:
It was reported that the wake button was not working. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.